Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported no dc operation failure. Physio determined the cause of the malfunction to be tin whisker growth on the charge pak switch flex assembly that shorted the connector plug, designator p506, socket two and three. The customer received a replacement device.

Event description:
It was reported that the device would not power on. There was no pt use associated with the event.